Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was damaged. The iol had a hole which was visible under a microscope. The iol was cut out of the eye, removed and replaced during the same procedure. The surgery was completed with a backup lens of the same model and diopter. There were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.

Manufacturer narrative:
Corrected data: the initial report 3012236936-2025-0000547 should have included the following information. This current report provides the correction below. Section e1, reporter email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: mar 6, 2025 section h3: evaluated by manufacturer: yes, device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. The cartridge could be observed to have the tip cracked and damaged. Damage from the cartridge tip extended into the cartridge tube. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was received taped to paper and presented cut into several pieces. The lens pieces could not be removed without damaging the lens pieces therefore no further evaluation can be performed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.